Manufacturer narrative:
Race: white UDI # (B)(4). The medical device expiration date is unknown as the lot number is unknown. FDA notified?: this incident was notified to the FDA by the user facility. (B)(4). The device manufacture date is unknown as the lot number is unknown. Device evaluation: result - although observations and testing could not be performed because units were not received for investigation, there was one photo submitted that was reviewed. Photo was of the paper top web of the package. The print on the package identified the product as ref (B)(4). The lot number or expiration date could not be seen on the returned package. A review of the device history record cannot be completed as the lot number was not provided for this incident. Conclusions - without a sample for evaluation and testing, there was no physical evidence to confirm or support manufacturing process related issues for the reported defect. An absolute root cause for this incident cannot be determined.

Event description:
Per report, "a 20g IV was placed by the IV nurse in the patient's left forearm without difficulty. Later that evening at approximately 11 pm, her nurse noted the IV was leaking. The IV nurse was contacted to evaluate. The dressing was removed and revealed the IV catheter was severed. The pink luer connector remained, but the rest of the catheter could not be located. The nurse checked the patient's arm, bed, floor and surrounding areas without finding the rest of the catheter. The medical team was notified. An upper extremity duplex revealed focal superficial thrombophlebitis in a superficial left forearm vein associated with an IV catheter, but no evidence of deep vein thrombosis. A vascular surgery consultation was obtained. The patient was taken to the or for excision of the left superficial forearm vein foreign body (intravenous catheter). A 1.5 - 2cm incision was made over the foreign body and it was easily removed. The foreign body was sent to pathology and no additional material was retained in the vein. The site was irrigated, inspected, closed used 6-0 monocryl, followed by a band-aid."